Manufacturer narrative:
Device not received stuck in manufacturing mode. Unable to perform the displacement test and the p-cap or reservoir will not lock properly due to missing retainer. Device received with missing reservoir tube o - ring, scratched case, broken reservoir tube lip, fading serial number label, peeling keypad overlay, cracked keypad overlay at select button, missing display window cover and minor scratched lcd window.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their o ring on the reservoir compartment was detached. The customer¿s blood glucose level was 12.8 mmol/l at the time of the incident. The customer reported that the insulin pump received insulin flow block alarm and customer declined troubleshoot for high blood glucose. The insulin pump will not be returned for analysis.